Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Blood was observed on the proximal conductor. Visual analysis revealed the distal conductor was stretched and the outer insulation pulled apart (overstress), lead noted to be stretched, and damage at implant noted.

Event description:
It was reported that during an implant procedure, the lead became caught in the introducer. When attempting to remove the lead from the introducer, the lead "separated". The lead was not implanted. No patient complications have been reported as a result of this event.